Event description:
An end-user reported that in the last box of 450's, 2 catheters were cut in half. Section best estimate of date of event is 2009.

Manufacturer narrative:
The return of the device has been requested. It is unknown if the device is still available. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or cause of the occurrence. Should the device or additional information be received, an addendum to this report will be filed. To date, no other complaints have been recorded for this lot number.